Event description:
On (B)(6) 2011, a doctor alleged that a patient experienced swelling and pain after root canal therapy using realseal was performed by another doctor. The doctor reported that the patient had an incision and drainage and was placed on antibiotics by that other doctor.

Manufacturer narrative:
At the time of retreatment the patient had no pain and was retreated with gutta percha and sealer without further incident. No lot numbers were provided; therefore, no further investigations or evaluations can be performed.